Event description:
The customer stated that his blood glucose level was high (>500 mg/dl) and he had been vomiting, so he went to the emergency room for treatment. The customer was released from the emergency room on the following day.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported emergency room visit with hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria.